Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last year.

Event description:
It was reported that the patient had experienced a lot of pain. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.